Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer's blood glucose was 570 mg/dl. Customer stated that the pump was skipping around but never went to the beginning. Customer treated with a manual injection. Customer stated that they were stuck in the rewind complete/bolus delivery loop. Customer's last blood glucose was 173 mg/dl. Customer was assisted with clearing the battery out limit alarm. Customer was assisted with setting the time and date. Customer passed out while gathering the reservoir and insulin. Customer was not responding and her granddaughter called 911. The paramedics arrived and the customer's blood glucose was 210 mg/dl.